Event description:
The pump has been having failed to detect cartridge issues. Failed to bolus, after 25 units was punched in and failed to bolus. I hit deliver. Said failed after 10 minutes to administer bolus of 25 units. Pump does not function properly.